Manufacturer narrative:
Product is not expected to be returned as it was contaminated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. This rv lead is not expected to be returned. No additional adverse patient effects were reported.